Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the drill bit broke off in the patient¿s bone during a face lift procedure on (B)(6) 2017. The surgeon decided to leave the piece in the patient and used another drill bit to drill another hole. The surgery was successfully completed with no surgical delay. The patient outcome was reported as successful. This report is for one (1) 1.1mm drill bit. This is report 1 of 1 for (B)(4).